Event description:
Initially, the customer requested an additional training for the facility and reported that after a resident transfer was completed with active floor lift - sara 3000, the resident sustained leg fracture below the knee. The customer did not report any device malfunction. The customer stated that injuries that the resident sustained are likely from the needed forces of transfer using the sara 3000 device. The hospital stated that the "most likely fragility fractures due to osteoporosis.¿

Manufacturer narrative:
The osteoporosis causes bones to become weak and brittle. The deterioration of bone tissue leading to more porous bone, and consequent increase in fracture risk. The bones may weaken to such a degree that a break may occur with minor stress. No device malfunction was reported that might leaded to reported patient outcome. The instruction for use for sara 3000 device warns: "before attempting to raise a resident, a full clinical assessment of the resident¿s condition & suitability must be carried out by a qualified person on the individual resident to determine if it is advisable that he or she will be lifted using a sara 3000 standing and raising aid." To sum up, the arjo active floor lift was used. The customer did not report any device malfunction. The complaint was decided to be reportable due to fact that the customer sustained serious injury.